Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/13/92 and removed on 1/10/97 because there was "no fluid in (the) implant." In the received info the physician stated that the "tubing between the cylinder and pump divided." The physician further stated that the tubes were nor twisted, there was neither an excess not an inadequate amount of tubing present and that the device was not in a position that would have caused stress(s). In addition the physician stated that there was no apparent info in the pt's history that would have contributed to this occurrence and that the device was not damaged during the explant procedure. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
The device was removed due to a "fluid loss", secondary to a "dislodged connector." As reported to co, the entire device was removed and replaced with another 3-piece inflatable penile prosthesis. 2/10/97 -upon receipt add'l info provided to co by the physician/surgeon, he stated "the device was non-functioning as the tubing between the cylinder and pump as divided." Additionally he stated, "no twisting or kinking of the tubing was noted during surgery, nor were excessive or inadequate tubing lengths observed. Nothing was noted in the positioning of the device that may have caused stress to the device and nothing was noted in the pt's history which may have contributed to this occurrence."